Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump did not recognize the filled cartridge during the load step and all insulin was pushed out of the cartridge. There had been no trauma or damage to the pump. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on testing, the pump pushed approximately 30 units of insulin from the cartridge during the load step before recognizing the cartridge. A force sensor calibration test was performed and revealed the out of specifications. The pump was opened for investigation and revealed contamination on the force sensor. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.